Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for a routine follow-up, the device diagnostics could not get a reading from the exercise and activity trend which had been noted blank. The diagnostics trend was cleared by changing implant date of lead. No patient symptoms were detected. The patient will continue to be monitored.